Event description:
The facility reported one interlink system non-dehp minivol 3 lead catheter ext set, product code 1c8755 , lot number unknown, in which a disconnection between the injection cap and the tubing was detected before use on an unspecified date. The facility reported the defect appears to be the interlink septum is separating/falling out of the housing. No patient involvement. No patient injury or medical intervention occurred. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of, disconnection between the injection cap and the tubing, was confirmed. Evaluation of the set found that the reported condition was due to the lack of and/or, absence of solvent at the tubing to female luer bond.